Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported ruptured implant. The status of the device and the side are unknown.

Event description:
Healthcare professional additionally reported left side pain and "palpation."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell and brown particles. A weight test of the explanted device found it to be underweight. Microscopic analysis of the returned device identified a broken shell with a sharp edge where localized stresses were induced in posterior side, assessed as surgical impact, and stress marks assessed as non penetrating nicks. A dimension measurement of the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a broken shell with sharp edge where localized stresses were induced, assessed as surgical impact.

Event description:
Device is on the left side and was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture

Event description:
Healthcare professional reported left side ruptured implant. Device was explanted.